Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 176 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The rewind feature functioned properly during our testing. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump passed the a21 error test. No a21 alarm noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.